Event description:
Since this summer pt's contact lenses have caused infection in eyes each time they put in a new pair. After disinfecting them 3 to 4 times pt could wear them for the rest of the month. Pt had thought they were just experiencing allergies, but the problem continued even after they used allergy medicine and started using new saline. Pt brought home sterile pipettes and sterile containers, opened new packages of the contacts, and aseptically removed the transport fluid from the containers. Pt then plated this fluid to a blood agar plate. In 24 hours coag negative staph and micrococcus grew from one of the contact's solution and coag negative staph and bacillus grew from the other contact's solution. Pt called ciba vision and informed them of the contamination. The bacillus concerns pt as they cannot rule out b. Anthracis or b. Cereus. Pt does not think it is b. Anthracis but pt is not 100% sure and pt does not have the methodology to rule it out.